Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 12 atm. It was further reported that the device balloon allegedly detached. Reportedly, the detached segment was removed. The procedure was completed using another device.there was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. The sample appeared bloody, and the balloon was returned in detached condition. The balloon was noted to be inverted. No other anomalies were noted. No functional testing was performed due to the state of the returned device. Three electronic photos of the damaged device were received. First photo shows the catheter with no balloon exposing marker band, proximal glue bullet noted to pulled out. Second photo shows the detached balloon alone, which was found to be inverted and it appears bloody. Third photo also shows the catheter with no balloon exposing marker bands. Based on the photo review, reported balloon detachment can be confirmed, as balloon detachment was noticed in the provided photos received. However, the reported balloon rupture remains inconclusive no evidence of balloon rupture due to the condition of the device and the balloon totally detached from the catheter. The investigation for reported detachment of device component can be confirmed, based on the photo review and visual examination, as balloon noted to be detached from the returned device. The investigation for the reported balloon rupture remains inconclusive, since no functional testing could not be performed due to the state of the returned device. A definitive root cause for the reported balloon rupture and detachment of device component could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2023), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 12 atm. It was further reported that balloon allegedly detached from the catheter. Reportedly, the detached segment was removed from the central vein using snare. The procedure was completed using another device. There was no reported patient injury.